Event description:
Surgeon was drilling patients bone in patients right foot when the tip of the drill bit broke off. Both pieces were obtained. Imaging was completed and confirmed there were no pieces of the drill bit left in the patient's wound.